Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer experienced a loss of consciousness and had contact with a healthcare professional who obtained a reading of 325 mg/dl on their device compared a to sensor scan result of 79 mg/dl. No additional details were provided as customer refused to troubleshoot further. The results when plotted on a parkes error grid fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.